Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to manufacturer and lab investigation has been performed. The lab investigation confirmed the presence of degraded sound abatement foam. There was no serious patient harm or injury. At this time, no medical intervention has been reported. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.